Event description:
During a procedure, the physician was unable to position the stent across the lesion. When the stent delivery system was pulled back, the stent got stuck in the angioplasty (y) connector. The product was returned with the stent dislodged from the sds.